Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at the beginning of a procedure, the impactor broke just by closing it. No patient harm was reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product identified signs of use (tool marks) and parts are disassembled. After visual inspection found the stop pin is missing and not returned. No fractures/break of any of returned parts. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device has a potential field age of 6 years and exhibits signs of repeated used. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. Complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.